Event description:
No additional information.

Manufacturer narrative:
Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
Clinician programmed IV fluid bolus ordered 500ml to be infused over 1 hour (rate: 500ml / vtbi: 500ml) however device alarmed infusion complete after only infusing 200ml volume. No patient harm.